Manufacturer narrative:
Failure analysis was performed on the sureform 60 instrument associated with this event and investigations did not replicate nor confirm the customer reported complaint. The instrument was tested and passed initialization, moved intuitively with full range of motion in all directions and the jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end; it successfully clamped, fired, and unclamped each time. A review of the log shows no errors. Log review confirms this instrument was used on sk2732 and fired 3 blue reloads. During the 3rd fire, the log indicate the emergency stop (e-stop) was pressed and that the user attempted to use the grip release tool prior to pressing the e-stop. When the e-stop button is activated during a firing event, the firing is not recorded in the digital signal processor (dsp) logs. Therefore, the last event that shows in the logs is a completed clamp. Error codes in the logs around the same time indicate that the grip release tool was used on the stapler, which results in the system force expiring the stapler - an expected behavior by the system. During visual inspection, the only damage observed was to the I-beam assembly. The I-beam assembly appears to be bent slightly at the middle when manually extended. This bend suggests that the I-beam likely came across a hard object or obstruction, causing it to deform/buckle from the resistance. Intuitive surgical, inc (isi) was unable to confirm the firing failure via procedure logs or through replicative testing in-house.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the tissue pushout event cannot be determined. The blue sureform 60 reload was confirmed to be discarded thus unavailable for evaluation. A follow-up MDR will be submitted if additional information is obtained. Logs show the sureform stapler used in the event was installed on the system 3 times and fired 2 reloads (2 blue). On the 1st and 3rd installations, the system failed to detect the reload color, and the reload was manually selected using the graphic user interface (gui) on the surgeon side console (ssc) touchpad. On installations 1 and 2, the first clamp was successful, and the firings were completed with no pauses for compression. On installation 3 (blue reload), digital signal processor (dsp) logs show the first clamp attempt was completed successfully. Approximately 1 minute later, the logs show error code 256, indicating that the emergency stop button was pressed by the user on ssc 1. Around 30 seconds later, the logs show that the grip release tool was detected on the stapler, and the tool was force expired by the system. The stapler was then removed and not used again in the procedure. There were no incomplete clamps, incomplete unclamps, or firing failures recorded in the logs for this instrument. There were no additional stapler related errors in the logs. Images associated with this event were reviewed and it was confirm that there were malformed staples and the staple line was open. The images show a mass of partially embedded and non-embedded staples on tissue, which is typical for a tissue push-out event. There is also a warning that has instructions for manually releasing tissue from stapler jaws and a caution for blade exposure. The cause of this issue cannot be determined by the images. This complaint is considered a reportable event due to the following conclusion: while firing a sureform 60 instrument using a blue sureform 60 reload, the tissue was crushed and dragged resulting in malformed staples and an incomplete staple line. A backup sureform 60 instrument was used to complete the staple line by firing medially to the injury.

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy to roux-en-y revision, there was a tissue push event. Through follow up with the surgeon, the following information was confirmed or obtained: while stapling the gastric pouch using the sureform 60 instrument and a blue sureform 60 reload, the tissue was crushed and dragged as the stapler was trying to fire. The staple line was opened due to the event. There was no bleeding due to the stapler misfire. There was no obstruction in the jaws of the stapler during firing, no clamping issues and no error messages seen. A new sureform 60 instrument was opened and fired medially to the original staple line and the procedure was completed robotically. The reload has been discarded by the site.